Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was not required to visit the customer. After the event the customer performed a system check, quality controls (qcs) and a fifteen (15) replicate precision run and all results were within specification. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined.

Event description:
The customer reported generating discrepant access accutni+3 results for one (1) patient with the laboratory's access 2 immunoassay instrument serial (B)(4). The initial draw of the patient was tested four (4) times on the laboratory's access 2 immunoassay instrument serial (B)(4). The first result was within the normal reference range of the assay, the next two repeats were above the normal reference range of the assay, the final repeat was again within the normal reference range of the assay. The patient was re-drawn and repeated two times on the same instrument, both results were within the normal reference range of the assay. The results were released outside the lab and there was no change to patient treatment. The samples were collected in either plasma or serum separator tubes and spun at an unknown speed for two to five (2-5) minutes. The customer had no information on the integrity of the sample. The customer stated their qcs were within specification before and after the event. System check data was provided for review, results from before and after the event were within specification. The customer completed a fifteen (15) replicate precision run after the event and all results were within specification.